Event description:
It was reported to philips that the host pc was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that system could not boot up. The fse visited onsite and checked system by visual inspection identified that all 8 leds were turned off on back of the pc. Upon troubleshooting, the fse identified the cause of the issue was with host pc and data and review monitors were blank. The fse replaced host pc to resolve the issue. The defective parts were return to analysis, and it was concluded that no failure was observed in host_pc_monoplane. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.